Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the interface (umbilical) cable had a slight bend at the strain relief end. It was noted that the interface (umbilical) cable was replaced as a precaution. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a cervical spinal fusion, the imaging system displayed that it was connected but not ready. It was reported that the gantry door was opened and closed to resolve the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.